Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a critical pump error after swimming with the pump. Their blood glucose was 9 mmol/l. The pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit failed leak test, unit leaked at a cracked at the battery tube threads. Unit power up properly after battery installation. No critical pump error were noted. Unit was received with high sleep current due to traces of moisture at the electronic assembly. The motor assembly found with traces of corrosion. Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Unit was received with cracked case on the back at the battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.